Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The voltage was increased and the patient felt stimulation. As of (B)(6) 2012, the patient had been experiencing a loss of therapeutic effect for about two months. Additional information received reported that patient did not have concerns with her device or therapy. However, further information received reported no stimulation sensation and a loss of therapeutic effect. The patient thought it was working up until a month prior to (B)(6) 2012, but she had not seen her physician since she initially experienced a loss of therapeutic effect. Additional information received also reported the patient fell in late (B)(6) 2011, and chipped her hip. The patient fell again at the end of (B)(6) and broke her arm. The patient underwent surgery on (B)(6) 2011, to fix her upper arm / shoulder. The patient hadn't fallen since the end of (B)(6). The patient tried three different programs and adjusted stimulation all the way up to the highest setting, but could not feel stimulation on any of the programs.

Manufacturer narrative:
Product ID (B)(4), lot# v772513, implanted: (B)(6) 2011. Product type: lead, product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).